Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. Analysis of the device found high internal battery resistance. The analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2015, prior to explant. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.